Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of a blood leak between the apical cuff and the pump during implant could not conclusively be determined through this evaluation. Per additional information from the vad coordinator, the patient is stable and recovering. The bleeding between the apical cuff and the pump resolved after reseating the pump and re-engaging the cuff lock. The patient had no further bleeding. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until they expired on 08oct2020. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The pump was shipped on 04jun2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bleeding between the cuff and the locked pump during implant procedure. The pump was locked and the purple tab was fully inserted with no visible yellow. Using saline wash, the surgeon cleaned the area and each time noted blood coming out between felt of cuff and pump. The surgeon unlocked the pump and removed it. The surgeon recreated it and locked it again. Procedure continued on from there with no additional incident. The rest of the procedure was as expected. Patient left the operating room as planned and no adverse events related to incident were reported or discussed by the surgeon. The pump is recorded under 2916596-2020-04938.